Manufacturer narrative:
Weight/ethnicity: unknown / not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2020 and (B)(6) 2021 which the lasik touch up was performed. Explant date (2021 reports): if explanted, give date: not applicable as the device remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient complained about shadowy vision; blurry in temporal/inferior side with their right eye. It was mentioned that the daily activities were affected but there was no clarification on which way they have been affected. Vision pre-operative: ou 1.0 (both eyes). Vision post-operative: od 0.7 (right eye) // os 0.8 (left eye). Through follow-up it was learned that lasik touch up of the right eye was performed in (B)(6) 2021 and last examination date was on (B)(6) 2021 with subjective refraction of od: +0.50 x 0. No further information has been provided.